Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed that a portion of the device was detached and missing. The device was visually inspected and found that the polyimide insulation had started to migrate into the shaft of the device. Both polyimide insulators were of the same length, no pieces were missing. The jaws of the forceps were bent but worked appropriately. In addition, the handle of the device was disassembled and found that the finger loop was broken off. One piece was loose in the handle and the other piece was missing. The broken piece was not returned with the device. The cause of the reported phenomenon could not be determined.

Event description:
It was reported to olympus that during a laparoscopic ovarian cyst resection procedure, a white foreign matter was found when the physician checked the operative field after the operation. The white foreign matter was retrieved from the pt with a forceps via a trocar. No pieces were left inside the pt. Olympus followed up with the user facility and was informed that the device functioned as designed during the procedure. The device was reported to be in good condition but it is still unk where the foreign matter came from. No injuries reported.